Event description:
Information was received indicating that this smiths medical cadd solis vip pump drained battery fast. No adverse effects reported.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated after device evaluation. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device intact. The customer stated problem was not duplicated, could not repeat customer stated problem. The device ran the program for an extended period of time with no issues occurring. Therefore, no problem found with the device. The cause of the reported problem could not be determined. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.